Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient did well postoperatively. Old battery consumed by facility , unable to be returned.